Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The balloon thickness measured 25 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:" (B)(4).

Event description:
It was reported that there was damage on the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage on the balloon of the catheter.